Event description:
In 2007, my medtronic defibrillator fired -shocked- three times in 15 minutes. I was seen by my primary care -veterans administration. The medtronic specialist notified me and the va that the unit had a defective lead but that the defect was not important - that the unit was still functioning correctly. I was again seen by the va and medtronic approx three and a half months later, for a periodic exam and the defect in the lead was again noted. I and the va were again assured that the defect was not important. On eight days later - at about 4:00 a.m. - the unit fired and continued to fire for the next 40 minutes. According to the medtronic specialist, the unit delivered about 32 full power shocks during the 40 minutes. The medtronic specialists turned off the unit completely as being far too dangerous. It was determined that the lead wire that was noticed to be defective back in march had completely failed. The unit was totally removed the following month, and no replacement was done. To date I have had two medtronic defibrillators since 2004 and both have failed and were recalled by medtronic. I was advised by the va that further damage might have been done to my heart, but it could not be absolutely verified - that time will tell. I elected not to have another defibrillator implanted - I could not deal with the apprehension that such a unit could again malfunction at some future date. When the defective defibrillator was firing so rapidly and continually, the pain was indescribable - I could not pass out since the unit was continually firing and keeping me conscious. And I was also having trouble breathing. I was certain that I was going to die at that moment. Further point....I was told by the operating doctor at the va in buffalo that if I elected to have another defibrillator implanted at some future date, it could not be implanted in my left shoulder - it would have to be implanted in my right shoulder. Apparently there was too much scar tissue from the previous operations. I have had a serious nerve disorder that started when the first defibrillator was installed. I am very slight in stature -125 lbs- and when the first defibrillator was installed, there apparently was serious invasive nerve damage done that affected my entire left arm. According to the va this was a permanent condition and it probably could not be corrected. This was another reason why I chose not to have any implantation done on my right side. Medtronic knew - without any doubt whatsoever - that the unit was malfunctioning and that the malfunction started back in original month - more than three months ago. Medtronic again verified that the unit was defective three months later - and again decided to do nothing to correct the malfunction. As far as I am concerned, this amounts to gross negligence - perhaps criminal in nature. I personally feel that all medtronic defibrillators with the sprint leads should be recalled - not just a very select few -1%-.